Event description:
A report was received that the trial patient developed exacerbation of low back pain which was severe in character. The patient was treated with medication and the event was recovering. The investigator reported that the event was not related to the study surgical procedure and related to the study device system.

Manufacturer narrative:
Additional information was received that the exacerbation of low back pain was not device related.

Event description:
A report was received that the trial patient developed exacerbation of low back pain which was severe in character. The patient was treated with medication and the event was recovering. The investigator reported that the event was not related to the study surgical procedure and related to the study device system.

Event description:
A report was received that the trial patient developed exacerbation of low back pain which was severe in character. The patient was treated with medication and the event was recovering. The investigator reported that the event was not related to the study surgical procedure and related to the study device system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.